Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indications for use were intractable spasticity and post spinal cord injury. The patient was told in a phone call from a nurse that the pump was removed due to infection per the notes they had. Drug information, other medications the patient was taking at the time of the event, pertinent medical history, when the patient started to experience the infection, diagnostics related to the infection, the cause of the infection and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.